Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up keypad button intermittently does not respond. The keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/19/2013 with the following findings: during evaluation, the keypad was found to be intact; no damage was observed. All of the buttons responded appropriately to button presses. The keypad was removed and there was contamination found under the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.